Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test, and unexpected error test. The pump passed all operating currents tested with in the spec range and passed off no power test. The pump was received with cracked battery tube thread, stripped battery cap coin slot, and cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window. The pump was unable to confirm broken belt clip due to pump received without belt clip.

Event description:
The customer reported via phone call of high blood glucose readings and damage from the insulin pump. The customer's blood glucose reading was 442 mg/dl. The customer stated that the clip is broken and there is damaged where you unscrew to put in the battery. The location of the damage is the top part of the battery compartment. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.